Event description:
The account reported the right side rail would not latch. The stretcher was located in the ER at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The tech found the right side rail end tube was broken in half, preventing the rail from latching. The most likely cause of the broken end tube is that the side rail ran into something, for example a door jam or wall while transporting. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the right side rail end tube to resolve the issue. Based on this info, no further action is required.